Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up with an overload fault error outside a case. No patient injury was reported.